Event description:
Reportedly, at implant, the subject device (esprit dr, sn (B)(4)) did not pace while connected to the existing ventricular lead and placed in the pocket.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, at implant, the subject device (esprit dr, sn (B)(4)) did not pace while connected to the existing ventricular lead and placed in the pocket.